Event description:
It was reported during intra-aortic balloon therapy that the catheter would not pass through the sheath. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes , investigation conclusion) h11. The iab was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing and one-way valve was also returned. The sheath was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from iab tip. The location of the kink found is unlikely to be due to difficult insertion as the kink was at the proximal end of the iab, which does not affect advancing the iab into the patient.